Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance. During revision procedure, it was discovered that the ra lead was fractured at the proximal end. The ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of high pacing impedance and lead fracture were confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any internal shorts although indication of conductor fractures was noted. Visual and x-ray inspection of the lead noted the inner coil appeared to be broken and separated. Sem analysis confirmed the inner coil was fractured 16.1 cm from the connector pin consistent with fatigue fracture in the middle region of the lead. All other damages are consistent with procedural damage.